Event description:
Implant failure was reported. No adverse pt consequence was reported.

Manufacturer narrative:
Shape recovery testing of the returned device confirmed that the implant conformed to memometal specification. Visual inspection didn't identify any defect on the piece. Therefore, the root cause of this event is likely user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.